Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer with customer applied glue/adhesive on reservoir tube area. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks around the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.